Manufacturer narrative:
Further follow-up revealed that the suspect device has changed.

Event description:
Further follow-up revealed that the high impedance was likely a result of the generator being programmed on during or prior to surgery. It appears that the high impedance was not observed from diagnostics, but rather after the first interrogation. It is suspected that this is not a true high impedance event and that the generator was displaying a high impedance warning message based on the 24 hour impedance check.

Event description:
Review of the device internal data was performed. High impedance message was seen upon interrogation of demipulse generator but resolved after completion of a system diagnostics test. This is an issue related to the generator being programmed on following implant surgery without first performing a system diagnostics test to clear the stored impedance value from the final electrical test. This event is addressed in product labeling to perform system diagnostics prior to programming the device on.

Event description:
On (B)(6) 2013 it was reported that the vns patient underwent initial implant surgery and when the generator was connected to the lead, high impedance was observed. The surgeon proceeded to try to re-insert the lead pin; however, he was unable to pull the lead pin out of the generator. It was then pulled so hard that the header of the generator detached. As a result, a new lead and generator were implanted. Diagnostics were fine with the second generator and lead. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator and lead passed all functional tests prior to distribution. The generator and lead were returned to the manufacturer for product analysis on (B)(4) 2013. Product analysis on the generator is still underway and has not yet been completed. It was later reported that during surgery the surgeon tried to remove the lead pin from the header after the first interrogation outside of the generator pocket and that it looked like the header and screwdriver were stripped. So the surgeon proceeded to pull out the pin from the generator and then ended up with the generator in one hand and the torn lead in the other. Product analysis was completed on the lead. The generator was still connected to the lead when received. During the visual analysis the connector boot / inner silicone tubes appeared to be torn in half at the end of the connector ring with the quadfilar coils stretched and kinked in between the two halves. The (+) white and (-) green electrode ribbons appeared to be stretched and the helices misshaped; indicating the lead assembly had been attempted to be used. What appeared to be remnants of dried body fluids were observed on the ribbons. With the exception of the damaged connector boot, the condition of the returned lead assembly is consistent with conditions that typically exist following an attempted implant procedure. Continuity checks of the returned lead assembly were performed with no discontinuities identified. No coil breaks were found. Based on the findings in the product analysis lab, there is no evidence to suggest any device-related anomaly with the returned lead. The tightened setscrew may have contributed to the damaged connector boot.

Event description:
On (B)(4) 2013 product analysis was completed on the explanted generator. Removal difficulties were related to tightened setscrew on connector pin; the location of setscrew marks on the connector pin suggests there was no adverse effect, from silicon in connector block, on lead insertion process. No detachment of the header was noted during analysis. The removal difficulty was most likely due to the setscrew being tightened on the lead pin. The reported high impedance allegation may be related to the silicone rubber found in the connector block. However, the setscrew marks on the connector pin suggest a complete insertion. The source of the silicone rubber material in the connector block is unknown. Results of diagnostic tests indicated the device operated and communicated properly, the reported high impedance was not duplicated. Electrical test results showed that the pulse generator performed according to functional specifications. Other than the material in the connector block there were no adverse functional, mechanical, or visual issues identified with the returned generator.